Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with back and leg pain, initially on the right, but now bilateral. In the course of his workup, he was found to have a disk herniation l5-s 1 to the left with significant nerve root compression. In addition, there was significant stenosis seen primarily due to epidural lipomatosis. On (B)(6) 2009 given his failure to respond to conservative treatment, the patient underwent a tlif decompression procedure and fusion of l5-s1. Implantation of a peek rod spinal system was performed as well as bone marrow aspiration through a separate incision, local allograft, rhbmp-2/acs and vitoss were used. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient presented with back and leg pain, initially on the right , but now bilateral and with the following diagnoses: 1. Right l5-s1 far lateral hemiated nucleus pulposus. 2. Epidural lipomatosis with stenosis. The patient underwent the following procedures: 1. L5-s1 transforaminal lumbar interbody fusion. 2. L5-s1 decompressive laminectomy and discectomy. 3. Operating microscope. 4. L5-s1 disk space structural implant (peek). 5. L5-s1 pedicle screw fixation. 6. Local autograft. 7. Bone marrow aspirate through a separate stab incision. 8. Bone morphogenic protein/ allograft. Per op notes: care was taken to be certain that the endplates were scraped away on either side. Good decompression of the nerve root was achieved. Implant was measured and a 10mm tlif peek implant was selected. Within this bone morphogenic protein was placed, which had been prepared per the manufacturer's recommendation. They then impacted the implant into the disk space, placed it anteriorly and centering from left to right.. An x-ray was taken conforming the level. They filled the dorsal aspect of the disk space with a mixture of allograft and the patient's bone which had been previously collected. They obtained 6cc of bone marrow aspirate , 2cc per pass for 3 passes. They placed a 35mm rod on the left and a 40 mm rod on the right and then the setscrews. The setscrews were tightened into an appropriate torque. There were no obvious intraoperative complications.